Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a high readings issue with the adc freestyle libre, having received the following comparisons between the sensor scan and an unspecified blood glucose meter: sensor 207 mg/dl vs bgm 140 mg/dl, sensor 263 mg/dl vs bgm 175 mg/dl, sensor 331 mg/dl vs bgm 262 mg/dl, sensor 188 mg/dl vs bgm 122 mg/dl, and sensor 95 mg/dl vs bgm 39 mg/dl. The customer further reported experiencing symptoms of hypoglycemia including headache and drowsiness "when it was too low already", and subsequently lost consciousness. The customer presented to an unspecified point of care, where they were diagnosed with hypoglycemia and an hcp administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre, having received the following comparisons between the sensor scan and an unspecified blood glucose meter: sensor 207 mg/dl vs bgm 140 mg/dl, sensor 263 mg/dl vs bgm 175 mg/dl, sensor 331 mg/dl vs bgm 262 mg/dl, sensor 188 mg/dl vs bgm 122 mg/dl, and sensor 95 mg/dl vs bgm 39 mg/dl. The customer further reported experiencing symptoms of hypoglycemia including headache and drowsiness "when it was too low already", and subsequently lost consciousness. The customer presented to an unspecified point of care, where they were diagnosed with hypoglycemia and an hcp administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.